Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to a suspected sense b node issue. The patient was subsequently hospitalized. Provocative maneuvers were performed, however noise was unable to be reproduced. Review of the device data determined there were also low amplitude r-waves and noise present prior to the delivered shock. The device was then reprogrammed to the secondary vector to mitigate any further inappropriate therapy. X-rays were then performed with indication that this system placement could be optimized. This device system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to a suspected sense b node issue. The patient was subsequently hospitalized. Provocative maneuvers were performed, however noise was unable to be reproduced. Review of the device data determined there were also low amplitude r-waves and noise present prior to the delivered shock. The device was then reprogrammed to the secondary vector to mitigate any further inappropriate therapy. X-rays were then performed with indication that this system placement could be optimized. This device system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the incident description field for more information regarding the specific circumstances of this event.